Manufacturer narrative:
The device will not be returned by the customer. Therefore, an investigation cannot be completed. Per the solex catheter IFU, the solex catheter should be placed via a jugular vein approach only. The patient was be seen by the vascular surgery team for removal because a closure device to stop bleeding was placed, which is normal for removal of a catheter from an artery. During the removal, no difficulty was reported. Event assessed as serious because surgical intervention was required to remove the catheter. Based on the available information, the event was probably related to the zoll catheter due to the fact that the catheter required intervention for removal. The event is probably related to the device and not related to the procedure.

Event description:
The customer reported that they incorrectly placed the solex catheter (lot unknown) into an artery of a male patient. Per the solex catheter IFU, the solex catheter should be placed via a jugular vein approach only. The issue was immediately noticed during the x-ray before the start of therapy, which is required to ensure proper placement of the catheter. The physician said the patient will be seen by the vascular surgery team for removal because a closure device to stop bleeding will be placed, which is normal for removal of a catheter from an artery. During the removal, no difficulty was reported. Ivtm therapy was started and completed using a different catheter. The patient was not injured.